Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that the procedure was to treat a chronic total occlusion, in-stent restenosis of the mildly calcified, mildly tortuous, mid rca. Treatment consisted of predilation and placement of two overlapping 2.5 x 28 mm promus stents resulting in 0 residual stenosis. A vessel perforation was associated with one of the promus stents (lot: 8060441). The perforation was treated with a 30 minute balloon inflation and the implantation of a 3.0 x 16 graftmaster stent. Timi flow post procedure at both stents was 3. The patient was discharged in 2008, on asa and plavix. The patient is in good condition. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.